Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device exhibited an error e006 due to faulty loop connection. The cable was faulty. Based on investigation results, the reported issue was confirmed. The issue occurred due to component, electronic component failure. The root cause of the failure cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical generator esg-400 had an e006 error. The issue was observed during set up/inspection for use (during set up in room / before patient in room). There were no reports of patient harm.